Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they reported hemopro where the bipolar cautery stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan 2019 through dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/13/22). The device was returned to the factory for evaluation on 12/15/2021. An investigation was initiated on 01/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle near the pigtail. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The heater wire was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre- cautery test was performed per the instructions for use (IFU) with a reference cable and reference power supply at level 2.5. The device failed the pre-cautery test. Upon pulling the toggle to the proximal position to activate the harvesting tool, the power supply did not power on. An engineering evaluation was conducted on 03/04/2022. The device handle was opened to evaluate the internal circuit, wires, and switch for any circuit shorts. It was observed that the connector wires were welded correctly to the switch without any breaks. After opening the handle, it was observed that there was presence of dried blood on the inside of the handle that started at the gray flex shaft seal and extended to the rear of the handle. The toggle was removed from the handle to expose the switch inside the handle. Dried blood was observed on the outside surface of the switch. The internal components of the toggle appeared to be intact. Based on the evaluation results, the reported complaint was confirmed for the reported failure mode ¿electrical problem" .

Event description:
N/a.